Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 600 mg/dl. Customer¿s current blood glucose level was 600 mg/dl. Customer also experienced blood glucose level of 407 mg/dl. Customer declined troubleshoot for air bubble and leak. Customer stated that the insulin pump had motor error alarm. Customer stated that the drive support cap was normal. Customer did not allege for under delivering. The insulin pump will be returned for analysis.